Event description:
It was reported that a user attempted to announce a meal as ¿less than¿ but was unable to select that option, announced the usual meal size instead, and subsequently experienced low glucose; customer support provided education on how to select the ¿less than¿ meal announcement and the user confirmed understanding. Symptoms included hypoglycemia with a reported glucose of 62 mg/dl. Outcomes included treatment with oral carbohydrate. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user interface use error related to meal size selection that was resolved through instruction. It was concluded that hypoglycemia occurred following an incorrect meal size announcement, with user education provided to prevent recurrence.